Event description:
It was reported that the patient presented for a follow-up and firmware upgrade. While upgrading the firmware, it was noted that patient's leadless pacemaker (lp) went into backup mode and lost conductive telemetry. The device was able to be reinterrogated and restored successfully. The lp firmware was upgraded successfully. There were no patient consequences.

Manufacturer narrative:
The reported complaints of rom mode during firmware upgrade and emergency vvi (evvi) pacing were confirmed. The rom mode is part of the normal firmware upgrade procedure per design. However, the evvi pacing is likely caused by unintended mode switch due to electromagnetic interference (emi) exposure, consistent with a root cause of the lp interpreting emi as a false-positive telemetry command to change mode. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
The reported complaints of rom mode during firmware upgrade and emergency vvi (evvi) pacing were confirmed. The rom mode is part of the normal firmware upgrade procedure per design. However, the evvi pacing is likely caused by unintended mode switch due to electromagnetic interference (emi) exposure, consistent with a root cause of the lp interpreting emi as a false-positive telemetry command to change mode.